Event description:
The user facility reported that a piece of the guidewire "shaved off" while inserting the guidewire through an urology scope during a bilateral retrograde pylogram procedure. F/u communication confirmed that the detached material was retrieved, the procedure was completed successfully and there were no reported pt complications.

Manufacturer narrative:
Results - are based upon user facility info and returned sample eval; is based upon reserve sample eval. Conclusions - are based upon user user facility info and returned sample eval; is based upon reserve sample eval. The involved device was returned for eval. Visual exam confirmed that a portion of the polyurethane coating had been peeled away from the guidewire partially exposing the core wire. Testing confirmed that the coating was properly adhered in areas that had not been damaged. In addition, reserve sample eval confirmed no defects or abnormalities. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a sharp surface (perhaps along the interior surface of the urology scope that was used even though the user facility was unable to see any sharp edges). A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the guidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethene coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been forwarded to the mfg facility for appropriate tracking, trending, and f/u.